Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent thrombosis occurred. A 2.50 x 20 synergy stent was used to perform intervention of the ramus. The physician used heparin (8000 units) during the procedure. Before the patient came off the procedure table, the patient became symptomatic and had to be re-cathed and revealed thrombus in the stent. The physician "peformed" thrombectomy, ballooning, and gave aggrastat. The procedure was completed with no further complications.